Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology from the time of implant were not reported. Approximately one month ago, the patient presented with ruptured aneurysm due to a type I endoleak. The cause of the endoleak was neck dilatation, which was believed to be a result of a type ii endoleak. The patient passed away on an unknown date prior to receiving secondary intervention. Cause of death is unknown, however, the physician stated it was not due to the aneurysm rupture. No further information is available.

Manufacturer narrative:
(B)(4) - endoleak, ruptured aneurysm, death, neck dilatation, type ii endoleak. Conclusion: neck dilatation, type ii endoleak.